Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient expressed concerns that the therapy was no longer effective. The patient reported they could not feel the stimulation, and their symptoms had worsened. The agent inquired if the patient had experienced a fall or similar incident, but the patient said no, although they noted increased soreness in the area. The patient asked if engaging in sexual activity could have displaced the implantable neurostimulator (ins), as they believe it might be the cause of the issue. The agent guided the patient through changing programs, and the patient reported being able to feel the stimulation again. The patient successfully changed programs and increased the stimulation level. They would maintain the current stimulation level and continue to monitor their symptoms. They were advised to contact their doctor if the issue persists.